Event description:
Two pt samples with discrepant total bilrubin results pt1: initial result gave 0.3 mg/dl; repeat gave 2.5 mg/dl. Initial results were reported. Pts not adversely affected. Although the exact root cause was not determined the field service rep adjusted the gear pump, cleaned incubation bath and ultrasonic mixers, replaced reaction cells and photometer lamp. It was also noted the user adjusted the decimal placement for result reporting without recalibration and outlined in product labeling. Performance tests were performed and within specification.

Event description:
Two pt samples with discrepant total bilrubin results. Pt 2: initial result gave 0.2 mg/dl; repeat gave 1.61 mg/dl. Initial results were reported. Pts not adversely affected. Although the exact root cause was not determined the field service rep adjusted the gear pump, cleaned incubation bath and ultrasonic mixers, replaced reaction cells and photometer lamp. It was also noted the user adjusted the decimal placement for result reporting without recalibration and outlined in product labeling. Performance tests were performed and within specification.